Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed to pump.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed to pump. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The customer was able to fix the unit themselves and the unit is back in service. H3 other text : evaluation not requested by complaintant.